Event description:
There was no patient involved in this event. Low battery prompt with pad-pak expiry 2016 dec.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2009 and performed to specification up to 25th november 2012. On the 2nd december 2012 the device failed the weekly auto self-test due to a low battery. The user would have been alerted with a "warning low battery, device service required" prompt and a flashing red status led. On the 17th march 2013 information from the history log shows an increase in voltage which suggests a further pad-pak was installed. On the 9th august 2015 the device failed the weekly auto self-test due to a low battery. The device continued to record multiple self-test fails up to and including the last log entry, while at heartsine, on the 26th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The excess current would have caused premature depletion of the returned pad-pak which in turn would account for majority of the low battery fails. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.